Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: during a visual inspection of the pump, the symbols on the keypad cover were observed to be worn. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Additionally, the audio bolus button cover was damaged. The cover was removed, and contamination was found under the bolus button contact, and the internal button slug was missing. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.